Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in (B)(6) on 25-nov-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2003 for contraception. Consumer reported that she experienced constant abdominal pain and prior to having a hysterectomy in 2009 she had debilitating periods and pain which she had not had prior to the device being inserted. She suffered from unexplained abdominal pain for years, extremely heavy bleeding, migraines, loss of sex drive, painful intercourse, urine track infections, thrush, constant bloating, insomnia due to painful abdomen and no energy. She was self medicating due to management of symptoms. After the hysterectomy her symptoms remained, only there was no bleeding to contend with. Her gynecologist left the device implanted in her after the hysterectomy was performed. She was still suffering from extremely /excruciating abdominal pain caused by the coils. To the day of report, she suffers from extremely abdominal pain to the point where she had been up to emergency hospital. The outcome from years of pain and suffering has been a total loss of enjoyment of life - no hope, depression and mental issues. She was tested for menopause but every test was negative. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and experienced abdominal pain for years and extremely heavy bleeding. After approximately 6 years, she had a hysterectomy and recovered from bleeding but other symptoms remained. The consumer believed stated that the physician left the device implanted in her after the hysterectomy was performed. The heavy bleeding, interpreted as genital bleeding, and abdominal pain are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for these events, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a required intervention related to essure was reported. No active follow-up will be pursued, as follow up is not possible.

Manufacturer narrative:
Follow-up information received on 14-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-apr-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed (B)(4) cases; genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and experienced abdominal pain for years and extremely heavy bleeding. After approximately 6 years, she had a hysterectomy and recovered from bleeding but other symptoms remained. The consumer believed stated that the physician left the device implanted in her after the hysterectomy was performed. The heavy bleeding, interpreted as genital bleeding, and abdominal pain are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, considering that essure may cause bleeding and abdominal pain and that there is no alternative explanation for these events, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a required intervention related to essure was reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up can be pursued.